Event description:
A bipap a30 ventilator was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation, the customer complaint was confirmed. The service technician observed visible foam particles inside the assembly. Additionally, the service technician also noted the ac connector is damaged and therefore was unable to extract information from the device. Dust and dirt were observed inside the device. The device was scrapped by the service center after the evaluation per the customer's request.